Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that a small hole (leak) was observed in the balloon. The device was delivered to the target lesion and an attempt to inflate was made, but the balloon did not inflate. The balloon was tested on the back table and a small hole (leak) was observed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.